Manufacturer narrative:
The event occurred in (B)(6).

Event description:
It was reported the adhesive from the infusion set was not sticking to the customer's skin. The cannula fell out from the site. The customer had elevated blood glucose levels. No adverse event was reported. Return of the suspect device was requested for evaluation.